Manufacturer narrative:
Date rec¿d by MFR : 22jul2019, date of report : 12aug2019. The manufacturer¿s international service technician was unable to confirm the customer allegation. No action was taken to address the customer's allegation. The device passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/08/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Noise unknown. There was no patient involvement.